Manufacturer narrative:
There was no patient involvement. Date of device breakage is unknown. Device is an instrument and is not implanted/explanted. There is no patient or procedure involvement. Reporter email address is unavailable. Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during distribution center inspection on june 11, 2018, it was noted that the tip of the sternal zipfix applicator instrument was broken. There is no patient or procedure involvement. This report is for an application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.501.080; lot: l698397; manufacturing site: hägendorf; release to warehouse date: december 15, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: hägendorf; selected flow 5: broken. 2.1 visual inspection : on the application instrument for sternal zipfix is one half, of the component cutter, broken off. No further damages are visible. 2.2 functional test: the cutting of the zip fix implants is not anymore possible about the broken cutter head. The functionality of the application instrument for sternal zipfix is affected as described in the complaint description. 2.3 drawing/specification review: sternal tie zipfix instrument, cutter assembly, cutter head. The manufactured and current revisions of the drawings were reviewed and no relevant design changes were identified . 2.4 dimensional inspection: according to the measured diameter of the cutter head no deviation of the material cross section near the break was found. A weakening of the fracture due to insufficient material cross section could not be determined. 2.5 material or hardness review: the hardness 52 +4/0 hrc of component cutter, as defined on product drawing has been measured. The actual hardness is 53.7 hrc; this value is within specification. In accordance to this test result and the assembled components, as listed on DHR 15930979 of production l698397, it can be determined that the correct raw-material has been used. 4.conclusion according to the test results of hardness and material strength at the cross section, no reduced strength of material caused the breakage of the cutter. Therefore, it must be assumed that mechanical overload has led to malfunction and breakage of the cutter on the application instrument for sternal zipfix. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.